Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery because the device stopped working and the pump did not inflate. Upon explant, it was noted that the left cylinder's sheath came completely undone and fused to the patient's corporal tissue. In addition, a fluid leak caused by a break in the pump tubing was identified. All components were removed and replaced. There were no further patient complications reported.